Manufacturer narrative:
The clinical/medical team concluded, no medical records or additional documents have been received on this legal complaint. Upon receipt of medical/clinical information the clinical task will be re opened and assessed at that time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. (B)(6) and/or (B)(6), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.). As of 4/22/2019, no medical records or additional documents have been received on this legal complaint. Upon receipt of medical/clinical information the clinical task will be re-opened and assessed at that time.

Event description:
It was reported that emperion femoral stem fractured. A revision surgery was performed to remove the stem, oxinium 36+4 head and acetabular liner. No delay reported.